Manufacturer narrative:
(B)(4). The customer checked the cable connections and circuit breaker on the back of the safety monitor. The monitor was plugged into alternating current (ac) power.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the arterial monitor would not power on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no failure of the monitor to power on.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) was not able to verify the reported issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.